Event description:
Info received via complaint form is indicated as follows: "leakage of retention balloon".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that a new device was required to be reinserted as a result of this event. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected.